Event description:
"Customer reported: customer said he's having problems with his insulin syringes not pulling insulin for his injections. He has been using droplet insulin syringes for over a year and has experienced these problems in the past but did not report until today after he was encouraged to do so by his pharmacist. Customer has to inject insulin twice a day and purchases two boxes of syringes at a time. He said he follows the instructions for use included in the box. Customer was able to complete injections using new working needles and has not experienced any health consequences from this problem.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 07/02/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct brand name provided in the initial MDR [3014312726-2024-00267]. The previously reported was incorrect. The correct brand name is droplet syringe.